Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g3 (date received by manufacturer/¿new aware date¿) should be: 07/25/2024 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, the bending tube broken, could not be identified. Since the subject device had no trace to indicate that device handling by the user was deviated from IFU, mbc could not specify root cause of the event. Presumably, mbc suggested event may occur if excessive force is applied to bent insertion section. However, could not identify the material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device inspection, the uretero-reno videoscope exhibited the bending section was broken. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.